Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia intraperitoneal onlay mesh (ipom) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that an error occurred on universal surgical manipulator (usm) 4 during set up. The customer disabled usm 4 and continued the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to reported event. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where direction test was found to be failing on the insertion axis. On testing was completed, the dof4 cva pca and acs pca was aba tested and was verified to be the source of the fault. The root cause is attributed to two faulty boards in the usm4 causing the system to trigger error 32056 due initialization testing failures. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.